Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the okay button was under responsive and that the keypad cover was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: during investigation, the keypad was found to be thinning above the up arrow and ok buttons; no evidence of peeling was observed. The down arrow and contrast keypad buttons were found to be intermittently unresponsive. The up arrow and ok buttons responded appropriately. No hypersensitivity was observed in ok key contact. The keypad was removed and there was contamination found under the contrast button contact. The down arrow key contact was observed to be misaligned. Unrelated to the complaint, investigation revealed a dim, discolored display. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.